Event description:
The customer reported this right atrial lead was surgically capped due to dislodgement. A new atrial lead was implanted. The lead was actively implanted for approximately 6 years, 2 months.

Manufacturer narrative:
The lead was surgically capped, therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.